Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No button error alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 347 mg/dl. The customer stated that she had the insulin pump in her pocket at the lake, and the device had gotten wet. Advised discontinuation of the insulin pump. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.